Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by misty/cloudy effluent. On the day of onset, the patient went to the hospital, but was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with genex intraperitoneally for twelve days (dosage and frequency not reported) and ancef intraperitoneally for twelve days (dosage and frequency not reported) for the peritonitis event. Physioneal and extraneal therapies were ongoing. The patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.